Event description:
The complainant reported that the pt had the therapeutic procedure of having the g-tube enteral feeding device placed in 2003. In 2004, the pt was having the tube removed, when it was observed that the bolster was no longer intact. A CT scan was then performed and it was found that the bolster was passing through the pt's intestine without difficulty. The bolster was left to pass through defecation. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The complainant indicated that it is assumed that the pt passed the bolster, as the pt did not return to the doctor subsequent to event date.